Event description:
Pt's mom called on-call nurse reporting that PICC extension tube "broke". Nurse went to home and found mom had taped the end that goes into the PICC line back on extension tubing and reconnected it to PICC. Nurse assessed pt for complications. Assessment was negative and nurse replaced extension tubing and reported the incident to the vendor.